Manufacturer narrative:
Complaint conclusion: as reported, there was difficulty experienced during withdrawal of a 6f 5.5cm brite tip catheter sheath introducer (csi) from the patient, and about 1cm of the tip of the sheath broke and was in the cephalic vein. The inflow and the outflow tracts were both occluded using manual pressure and a 2mm incision was made at the site. Using the hemostat, the piece was removed out of the cephalic vein completely and 2-prolene suture was used to control hemostasis and close the site. Bruit and thrill were heard afterwards, and the patient was transferred to post op. The procedure was a fistulogram with balloon angioplasty. A non-sterile unit of catheter si brite tip sheath f6 5.5cm was received coiled inside a clear plastic bag and was unpacked for product evaluation. During visual inspection, the sheath introducer was observed to have a separation on the cannula, with no other damage or anomalies observed by the naked eye on the returned device components. Due to the condition observed, amplified images of the cannula were taken, and analysis of the separated area showed evidence of elongation and plastic deformation. The findings are commonly associated with conditions caused by tensile overload; therefore, it is assumed that the plastic material was subjected to a tensile force that exceeded the hub component¿s yield strength prior to the observed damage. Functional analysis could not be performed due to the condition of the unit as received. Based on the available information and analysis, there is no evidence to suggest the reported failure is related to the manufacturing process. The reported ¿catheter sheath introducer (csi) ¿ withdrawal difficulty¿ could not be substantiated because it¿s not possible to simulate this test in a laboratory environment. The reported ¿brite tip/distal tip ¿ separated¿ was not seen during the evaluation however, the malfunction ¿cannula ¿ separated¿ was observed. The exact cause of the event cannot be determined. Difficulty was encountered removing the device and signs of tensile force were noted during microscopic analysis therefore, the application of excessive force during use cannot be excluded. Users are trained to inspect for signs of damage prior to and during use, and any product with damage is not to be used. Information for safety is provided in the product labeling to make the user aware of relevant risks. According to the instructions for use (IFU), this product is intended to be used by a trained professional using a standard catheterization technique, includes precautions to avoid device damage, and states that complications may occur at any time during or after the procedure. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, during removal of a 6f 5.5cm brite tip catheter sheath introducer (csi), about 1cm of the tip of the sheath broke and was in the cephalic vein. The inflow and the outflow tracts were both occluded using manual pressure and a 2mm incision was made at the site. Using the hemostat, the piece was removed out of the cephalic vein completely and 2-prolene suture was used to control hemostasis and close the site. Bruit and thrill were heard afterwards, and the patient was transferred to post op. The procedure was a fistulogram with balloon angioplasty. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.